Event description:
Allegedly revised due to pain, reactive tissue, and loose. There was no evidence of bony ingrowth.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will updated when the investigation is complete. This is the same event as 1043534-2012-00812, 00813, and 00814.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.